Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they noticed a drip at the bottom of the blood sampling valve (bsv). The issue is associated with coulter hmx hematology with autoloader analyzer. The laboratory has an exposure control or risk management plan in place. Material safety data sheet (msds) was not reviewed. The customer was wearing personal protective equipment (ppe), consisting of gloves, glasses and a lab coat. There was no exposure, or contact with the eyes or skin, open wounds or mucous membranes. No medical attention was sought by the operator. There was no report of patient results being affected and there was no death or serious injury associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A customer technical support (cts) instructed the operator to tighten the knob that secures the bsv to prevent further leakage. The customer then ran controls and did not report any further drips. The root cause for the leak can be attributed to a loose bsv knob. (B)(4).